Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was hospitalized prior to death for an unrelated event. It was not reported if peritoneal dialysis therapy was ongoing until the time of death. It was not reported if the patient was performing therapy at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.